Event description:
This event is reportable based on the product analysis approved on 05/08/2008. It was reported that during a drug-eluting stenting treatment procedure, the device was unable to cross the lesion. The 90% stenotic lesion was located in the severely tortuous and mildly calcified right coronary artery. The physician advanced the 4.5x16mm taxus liberte stent to the lesion but was unable to cross the lesion. There were no patient complications. Patient status is reported as "stable." However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. Proximal stent damage is consistent with the device encountering some form of restriction during the withdrawal of the device. The stent had moved distally on the balloon over the distal markerband. The balloon was partially inflated on the proximal end. The tip of the device was visually and microscopically examined, and no issues were noted with its profiles that could have potentially contributed to the complaint incident. A recommended sized guidewire was inserted through the lumen with no restrictions. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.